Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that lead integrity alert (lia) was triggered for the patient's right atrial (ra) lead. The ra lead had low pacing impedance. It was determined that the lead is stable and no actions have been taken. No patient complications have been reported as a result of this event.